Manufacturer narrative:
The unit was cut open and it was noticed that a black wire had come loose out of the crimp resulting in a failed crimp connection.

Event description:
Primed, did not cut during a demo with (B)(4).